Manufacturer narrative:
H10: e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was poor image quality while using the camera head. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed due to cable failure. In addition, cable flooding failure was found. Based on the results of the investigation, it was determined that the product specifications were not met and image failure occurred due to cable failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for use for a therapeutic procedure.